Manufacturer narrative:
The device was not returned for evaluation. Out of an abundance of caution, superdimension is filing this MDR due to the unexpected level of pain reported though no intervention was required. There were no anomalies identified during the internal review of the DHR of the system console.

Event description:
During a one month follow up after a superdimension enb procedure, the patient reported pain in her lung (5/10 one week and 2/10 one month post procedure). No treatment was reported.

Manufacturer narrative:
There were no anomalies identified during the internal review of the DHR for the edge catheter system lot. The incoming inspection record was reviewed for the supertrax biopsy needle and there were no anomalies observed associated to this issue.

Manufacturer narrative:
This event did not require medical intervention and does not meet the criteria for a serious injury therefore is not a reportable event.